Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. There was no reported product deficiency. The reported patient effect of restenosis, as listed in the mini vision instructions for use (IFU), is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.

Event description:
It was reported by the patient that he had a 2.25 x 18 mm mini vision stent implanted approximately 2 1/2- 3 years ago, confirmed by the cath lab to have been on (B)(6) 2008. About 1 year ago he began experiencing shortness of breath when lifting or exercising. On (B)(6) 2011, he returned for a nuclear stress test, in which he was informed that the bottom of his heart was not getting enough blood. Follow-up with the cath lab reported that the patient has not had repeat a angiography; therefore, it is not known if there is an issue with the minivision stent (which was implanted in the marginal branch), a non-abbott stent which was previously implanted in the left anterior descending artery or if there is a new blockage. No additional information was provided.